Event description:
Healthcare professional reported through regulatory agency "effusion/lymphorrhea", "modification of device's color", "capsular contracture baker grade iii", "breasts are hard" and "deformed". This record is for the left side. Device was explanted. It is unknown if device will be returned.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and "effusion/lymphorrhea" are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and "effusion/lymphorrhea".